Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A technical support specialist advised the customer to press on the cubie and press retry, then let go of the lid which opened up the cubie. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that the pyxis medbank es system cubie did not open when trying to issue medication for a patient. The customer stated that the pharmacy should be able to send out a new cubie for the medication and the required medication was metoprolol tartrate. There were no adverse events or injuries reported based on this event.